Manufacturer narrative:
H4: the device was manufactured between 08dec2024 and 10dec2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph shows a photo of the product code and lot code, not the actual sample; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of exactamix 2000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This was observed before use. There was no patient involvement. No additional information is available.